Event description:
A malfunction on the pump was reported, displaying a malfunction code malf 9 and fault ID 0x20f1. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue happened again.